Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device was replaced due to the field advisory and due to the patient being pacemaker dependant. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.